Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Event 2: a review of the device history record (DHR) was performed for the reported lot number and no abnormalities or nonconformances were noted during the in process or final product inspection. No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: event 2. Reported issue: we order our 22 gauge ivs through med line and normally do not have issues. However, this last order of them we received I believe 80% or higher of the box are defective. The catheter part of the IV is what is seeming to cause many issues when sticking patients and also causing multiple sticks to before one is successful. It is almost impossible to thread the catheter through without causing damage and discomfort to the vein. We even had the chamber of one come completely out during insertion and cause bleeding from it (when these are supposed to be auto stop). We even used a different gauge from a local hospital and everything worked great with it (same brand). So, I believe this was just a bad batch.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number: (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.